Event description:
It was reported that touchscreen became unresponsive on device. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, so no troubleshooting was performed and no additional information regarding event timing, cause, or outcome was obtained.